Event description:
It was reported that the stylet stuck during removal. The healthcare professional (hcp) had implanted a lead and had done the test stimulation which had gone great, but they were not able to withdraw the stylet. The hcp was able to pull hard enough and got the stylet out but the lead curled up. After stylet was removed they tested the lead in the patient and there was ¿no conductivity or sensation.¿ the lead was withdrawn and a new lead was successfully implanted. This had no adverse effect on the patient. Additional information received reported that the test lead stylet would not remove from lead without considerable force and lead was unusable. Removal was due to breakage and positioning difficulty. There was no patient death or injury and the patient recovered without sequelae.

Manufacturer narrative:
Final analysis of lead model 3057 showed lead body stretched. Final analysis of stylet showed stylet wire bent.

Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.